Manufacturer narrative:
Carefusion complaint number (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that once the oscillation was started, the start/stop switch had to be pressed at least ten (10) times to switch off the oscillation. The reported issue occurred during the routine preventative maintenance but it is intermittent. There was no patient involvement with this reported event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100a driver displacement indicator board, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty start/stop button causing intermittent issues.